Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) reservoir due to a kink defect in the tubing. A patient outcome of well was reported.

Manufacturer narrative:
Additional information received that the patient is doing well.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) reservoir due to a kink defect in the tubing. A patient outcome was not reported.